Event description:
A review of service data determined a reportable event. Upon service investigation of monitor sn (B)(4), the monitor would not fully power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn 07046117 has been completed. As received, the monitor would not fully power on. The monitor would not boot past the blue splash screen. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The last pt to use this monitor did not report any deficiencies.